Event description:
Same case as 2134265-2014-06771, 2134265-2014-06772, 2134265-2014-06773 and 2134265-2014-06825. It was reported that automatic pullback failure occurred. During a procedure to diagnose an unknown target lesion, the motor drive unit was not pulling back correctly. It appears that the way the catheters seats in the mdu is not aligned with the sled, thus causing friction during pullback. Lab technician reported that the two catheters would not image initially, appeared slightly bent and were difficult to connect to the mdu. No error codes were observed with the capital equipment. She further reports that the catheters are not double clicking smoothly and was able to image manually. Replacement of the catheter and mdu did not resolve the issue. The procedure was completed with a different device. No patient complications reported and the patients' condition is unknown.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).